Event description:
Additional information received indicated that prior to having the ipg replaced, the patient had difficulty charging the device and felt as though it had moved. Patient's ipg was replaced and the issue is resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not want to charge their ipg sometime in (B)(6) 2018 due to discomfort with charging. As a result, the patient underwent surgical intervention to have their ipg replaced with a non-rechargeable ipg. Effective therapy was restored postoperatively.